Event description:
It was reported that the patient underwent a revision surgery to reinstrument at l5-s1. It was reported that the driver tip broke off during insertion of the bone screw into the pedicle.

Manufacturer narrative:
(B)(4): no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.